Event description:
The manufacturer received information alleging a trilogy100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-9, missing feet and cracked handle. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. Error codes e-009 (motor failure - vent inoperative) was found in the ventilator's downloaded error log. The customer does not want any repairs done to the device. The inlet air path assembly and removable air path foam was replaced per remediation.